Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report on behalf of patient an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).